Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed no delivery. Customer stated he usually rewind and primes, runs a 1.0 unit fill cannula and it works again. Customer reported he woke up yesterday and blood glucose value was fine, he ate breakfast and received a no delivery during a bolus. Blood glucose value is 97 mg/dl. Customer stated he is using a 9mm infusion set and he can only pinch about an inch of fatty tissue. Customer was advised to speak to his doctor regarding a shorter length cannula as he is very lean. Customer declined further troubleshoot. Nothing further reported.